Manufacturer narrative:
Internal complaint number: tw # (B)(4). The device was returned to the factory for evaluation on 05mar2020 and investigation was conducted on 18mar2020. A visual inspection was conducted as well as a photographic inspection. The photographs received were of the packaging displaying the product and lot information. The second photograph displays the delivery device, loading device, and the aortic cutter in a bag with signs of clinical use and heavy amounts of blood. There were signs of clinical use and heavy amounts of blood found on the delivery device, loading device and seal and tension spring assembly, as well as the aortic cutter (as a companion device). The delivery device was returned outside the loading device. The white plunger were observed to be depressed on the delivery device with the blue slide lock dis-engaged. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The tension spring remained inside the delivery tube; however the seal was extended outside of the delivery tube. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. The seal was observed to be intact, with no visual defects observed. The aortic cutter was observed to have a bent needle. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared to be deformed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the returned condition of the devices, the reported failure "failure to unfold or unwrap" cannot be confirmed, however the analyzed failure "material bent/twisted; needle" was confirmed on the aortic cutter.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). After sealing the seal, the seal was not expanded during use, so it was judged as defective and finished with the new product. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) . After sealing the seal, the seal was not expanded during use, so it was judged as defective and finished with the new product. The hospital did not report anypatient effects.